Event description:
During verification testing at the service center, channel 1 of the device distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
During testing it was found channel 1 of the device distal pressure sensor had drifted out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. This report represents all the info known by the reporter upon query by hospira personnel.